Event description:
Following an elective percutaneous coronary intervention (pci), after returning to the room the pt's symptoms worsened. Emergency coronary angiography was done and revealed thrombus in the proximal end of the previously implanted cypher stent. The target lesion for the stent was the proximal left anterior descening (lad) artery. The pt was put on a cardiopulmonary kit, and aspiration of thrombus was conducted. The flow was reported to be restored, and an intra aortic balloon pump (iabp) was inserted. Three (3) days after the index procedure, the pt expired due to deterioration of the pt's cardiac function. The physician's reported comment regarding the thrombotic event was that the probable cause was due to the administration of antiplatelet therapy from the day of the index procedure.